Event description:
It was reported that fluctuating impedances of the electrode were found. A decrease in the ability to tolerate different loudness levels and a decrease in the patient's performance was seen.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.